Manufacturer narrative:
The biomedical engineer reports that the bedside monitor's nibp module gave high readings on the left arm and the inflation pressure is low. No readings were also reported and the nibp pump continually inflated until it timed out on the right and left leg. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Detailed event information: monitor: nicu-02, bp reading: 119/80, bp site: left arm, bp problem: high reading. Monitor: nicu-02, bp reading: no reading, bp site: right leg, bp problem: continually inflated. Monitor: nicu-02 bp reading: 82/45 bp site: left leg bp problem: same episode as above

Event description:
The biomedical engineer reports that the bedside monitor's nibp module gave high readings on the left arm and the inflation pressure is low. No readings were also reported and the nibp pump continually inflated until it timed out on the right and left leg. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Event description:
The biomedical engineer reports that the bedside monitor's nibp module gave high readings on the left arm and the inflation pressure is low. No readings were also reported and the nibp pump continually inflated until it timed out on the right and left leg. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on 09/17/19, customer at (B)(6) health partners reported the following issue: monitor: nicu-02. Bp reading: 119/80 ? Bp site: l arm. Bp problem: high reading. Monitor: nicu-02. Bp reading: no reading. Bp site: r leg. Bp problem: continually inflated. Monitor: nicu-02. Bp reading: 82/45. Bp site: l leg. Bp problem: same episode as above. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 for bedside monitor (mu-631ra sn: ?). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a reported incident in which the bedside monitor in the nicu was reported to have high readings and be continually inflated. Trending of tickets opened at mercy health partners relating to blood pressure readings revealed the following: ID created on product ID description: 68447, (B)(6) 2019, 12:14 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 1. 68456, (B)(6) 2019, 12:22 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 2. 68457, (B)(6) 2019, 12:29 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 3. 68469, (B)(6) 2019, 01:46 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 4. 68470, (B)(6) 2019, 02:06 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 5. 68472, (B)(6) 2019, 02:12 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 6. 68475, (B)(6) 2019, 02:18 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 7. 68477, (B)(6) 2019, 03:55 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 8. 68499, (B)(6) 2019, 04:01 pm, mu-631ra, (B)(6) 2019 verifying bp readings log 9. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause. Detailed event information: monitor: nicu-02. Bp reading: 119/80. Bp site: left arm. Bp problem: high reading. Monitor: nicu-02. Bp reading: no reading. Bp site: right leg. Bp problem: continually inflated. Monitor: nicu-02. Bp reading: 82/45. Bp site: left leg. Bp problem: same episode as above.